Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump, assisted the caller with the reset, and confirmed the malfunction code did not recur, allowing the customer to continue using the pump.